Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on the initial report.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: the unique identifier was inadvertently provided incorrectly on follow-up report #1.

Event description:
It was reported that a vns patient had an infection and was scheduled for a pocket revision. Generator replacement surgery occurred (B)(6) 2017. Review of the manufacturing records for the lead and generator revealed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.